Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).